Event description:
It was reported patient underwent an initial hip arthroplasty on (B)(6) 2007. Subsequently, patient underwent a revision procedure on (B)(6) 2014 for unknown reasons.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Manufacture date ¿ unknown. Product is being returned to manufacturer, but has not yet been received. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent an initial hip arthroplasty on (B)(6) 2007. Subsequently, patient underwent a revision procedure on (B)(6) 2014 for unknown reasons. Additional information on product identification has been received.

Manufacturer narrative:
The returned product was evaluated and was found to have been manufactured within specifications. A visual examination of the received head and cup appeared to show evidence of subluxation of the joint, scratching of the bearing surfaces, and taper fretting. A small region of porous coating was missing from the cup; however, it could not be determined whether this coating removal occurred before or during removal surgery. Measurements were within the normal wear for an implant that has been in for 7 years.